Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6). A patient experienced ineffective therapy was reported to abbott. System diagnostic recorded high impedances on one lead. Patient underwent surgical intervention wherein, one lead was explanted and replaced, and the second lead was repositioned. During surgery, one lead was fractured from visual inspection. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on one lead. Patient underwent surgical intervention on (B)(6) 2025 wherein, one lead was explanted and replaced, and the second lead was repositioned. During surgery, one lead was fractured from visual inspection. Effective therapy was restored post operatively.